Manufacturer narrative:
Approximate age of device ¿ 10 months (calculated from the date when the system controller was issued to the patient). The reported event of a driveline power fault alarm after exchanging to the patient's backup controller and fuse b being damaged was confirmed. The event log collected from the returned system controller contained approximately 294 days of data from (B)(6) 2017 to (B)(6) 2018, per the time stamp. The system controller operated in charge mode with no alarms active until (B)(6) 2018 when the system controller transitioned from charge mode to run mode. One second later a controller fault alarm associated with fuse b being open activated along with driveline disconnect and lvad off alarms. Communication with a pump was established and four seconds later the pump speed was recorded at the set speed; however, a driveline power fault alarm was active due to fuse b being damaged. The pump speed was captured at the set speed and the driveline power fault alarm remained active until the driveline was disconnected. The system controller was powered down and then reconnected to power. The system controller operated in charge mode with a controller fault alarm active due to fuse b being open. The returned system controller was connected to test equipment and a driveline power fault alarm was reproduced. The alarm was active due to fuse b being damaged. The damaged fuse did not prevent the system controller from operating a test pump at the set speed. The fuse was replaced and the system controller was reassembled to continue testing. After being reassembled, the system controller operated a test pump without any alarms being produced and was found to function as intended. Microscopic inspection of the system controller's driveline connector revealed a small burn mark on one of sockets. The reported information, log file data, damaged fuse, and burn mark in the system controller's driveline connector are consistent with the driveline being incorrectly inserted into the controller by 180 degrees. A corrective and preventative action (CAPA) was implemented to address this issue. The returned system controller was manufactured prior to the implementation of the CAPA. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that after exchanging the system controller to upgrade the software version, the running system controller showed a driveline power fault alarm. No patient consequence was reported. The patient was switched back to the primary system controller. The pump was working as expected and no further alarms occurred. The system controller was connected to system monitor and the status of fuse b showed "failed". During the manufacturer's investigation of the returned system controller, it was determined that the reported driveline fault alarm was the result of the driveline being inserted into the system controller incorrectly by 180 degrees.